Manufacturer narrative:
(B)(4). Results of investigation: the carefusion field service representative evaluated the unit and was unable to reproduce the reported event. The unit was found to be operating within specifications. In the event additional information becomes available a follow-up report will be submitted.

Event description:
The customer stated the touch screen is inactive and will not respond to input. This happened during the pretest and had no patient involvement at the time of the incident.